Manufacturer narrative:
(B)(4). The incident generator has been requested, but to date, has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that once the ablation started, right after energy delivery started, the impedance became hhh. Although generator was reactivated, the problem was not solved. Therefore, the ablation could not be performed at all and the procedure was cancelled without injury to the patient.